Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 10:24:10. During night drain cycle one, the patient's ultrafiltration reading was 71ml, indicating the home patient (hp) drained 71ml more than their maximum programmed fill volume of 100ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. The cause was false empty detect and use error, inappropriate bypass of the low drain volume alarm during initial drain. Homechoice / homechoice pro apd systems patient at-home guide provides instructions on how to bypass ldv alarm in initial drain. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow up medwatch will be submitted.